Event description:
It was reported that the patient fell about four months prior to the report. When she fell she reported she hit directly on/over the battery. When she got up from the fall she noticed the device had stopped working so she tried to turn it on again without success. When it happened the device was on and she felt a jolt but when she stood up there was no tingling anymore. She tried to take her patient programmer (pp) and turn the device back on but it wouldn¿t connect to the implantable neurostimulator (ins) at all. She tried to connect with the recharger as well and could not establish communication. She did not go to the doctor at that time because she did not have insurance and was encouraged by her regular physician to reach out to the managing physician and contact the manufacturer. The patient was having telemetry/interrogation issues and she also experienced a sudden loss of stimulation and therapeutic effect. She also reported a shocking/jolting sensation. An appointment was scheduled on (B)(6) at 1 p.m. For troubleshooting and to interrogate the ins. No diagnostic testing or troubleshooting had been performed yet. It was unknown what the cause of the issue was or if the issue was resolved. The patient later reported that she fell down the concrete stairs about four to five months prior to the report, and after that she couldn¿t turn stimulation back on. She had not been able to turn the device back on or recharge since the fall. The patient had no stimulation sensation. The rep. Met with the patient on (B)(6) at 1 p.m. Due to the patient rescheduling, and was unable to read or communicate with the ins. The patient¿s recharger was also unable to make a connection. The rep. Attempted to do a power on reset (por) and the 60 minute clock appeared. They waited the 60 minutes and tried to establish communication with the recharger and battery but were unsuccessful in making a connection. The rep. Was going to contact the patient¿s physician to let him know what she found, and the patient was supposed to call and make an appointment with him. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 97791, lot# n358254, implanted: (B)(6) 2013, product type: accessory. (B)(4).